Event description:
Additional information received from the consumer reported that they met with a manufacturer representative and they did a great job in solving some of their issues. The patient stated that they still had chronic back pain and were waiting for a CT scan to find out what changed in their lower back. The patient reported that as of then the stimulation device did not relieve their chronic back pain and they were hoping the CT scan would show what was going on. The patient noted that the stimulation device had worked very well until (B)(6)-2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation was not covering the pain. There were no traumas or falls related to the issue and the patient was going to see their healthcare provider for an x-ray. The patient had sudden back pain when she was cleaning up the yard. The patient reported that it felt like a sledge hammer had smashed her back and used the programmer to verify that stimulation was on and she could feel it. The patient stated that when she was at work she has to turn stimulation down low and when she is as home she turns it up as high as she can stand it to cover the pain. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.